Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump passed the displacement test. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. Insulin pump received with broken battery tube threads.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer states that the insulin pump had blank display. Customer treated with manual injection for high blood glucose level. Customer declined troubleshooting for high blood glucose level and blank display. The insulin pump will be returned for analysis.